Event description:
It was reported that on (B)(6) 2025, a triclip procedure was performed to treat functional tricuspid regurgitation (tr) grade 4. A xtw triclip was selected for implant. The clip was positioned septal/anterior in a commissural position. During deployment, there was difficulty with the lock lines and a tweezers was used to separate the lock lines. After clip was released from the delivery system, the clip completely detached from both leaflets and embolized to the pulmonary artery. The clip was able to be snared and removed. There was no blockage of blood flow. There was no observed vascular damage or damage to the tricuspid valve. The patient remained stable. Due to this, the procedure continued and a triclip xtw was implanted successfully reducing tr to grade 1.

Manufacturer narrative:
The device will not be returned for evaluation; the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, causes for the reported difficulty removing the lock line and expulsion could not be conclusively determined. The reported embolism is a cascading event of the expulsion. The reported patient effect of embolism, as listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. The reported unexpected medical intervention and removal of foreign body were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.